Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity. It was reported that the patient had magnetic resonance imaging (MRI) last night at 6: 30pm and the hcp checked the pump a couple of times today, leaving 20 minutes in between each check, but there was no motor stall recovery in the logs. Reviewed telemetry mode. They hadn't heard the pump alarm at all since they left the MRI. They inquired about what to do if the pump motor stall didn't recover.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.